Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +21.50d) was explanted due to blurry vision and a new lal implanted as a replacement. During the lens exchange, the surgeon noted that the lens was outside the bag inferiorly and was responsible for the observed lens tilt. The surgeon speculated that he likely implanted the lens this way as there was no reason to believe the lens would have dislocated from the bag post-operatively.